Manufacturer narrative:
The following functional tests and communications were performed: a philips remote service engineer (rse) worked remote with the customer. Remote clinical audit trail pulled and reviewed bed#3442. Noted multiple red/yellow level alarms on the clinical audit trail. Rse reviewed tech logs and no abnormalities noted. Verified hr alarm limits are 200/100 for high/low limits. Explained, dependent on configuration settings could take approx. Up to 30 secs prior to desat alarm to activate. Would need to review the delta ext tachy/brady and bradycardia clamp settings. All these settings are on the ivpm, password protected, and would have to have the biomed to come in, and physically review the settings. Customer is taking responsibility for servicing the device. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The customer is taking responsibility for servicing the device. No device problem was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported; the user should have received the desaturation and bradycardia ECG alarms. The neonatal patient's hr dropped into the 50's and the nurse had to stimulate the baby to breathe. It was reported no patient harm or injury occurred. Good faith efforts are being performed for additional information.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigator is complete. Serious injury will be addressed in MFR report number: 1218950-2025-000408.